Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr r2p sheath was returned for evaluation. No other accessories were returned. Visual inspection revealed that there were kinks visible at the base of the sheath hub and in the middle portion of the sheath. Functional testing was performed. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. Water was injected into the sheath using a syringe in order to replicate the situation experienced by the user and it sprayed out from the valve. The sheath passed the initial leak test, which is probably due to the presence of kinks. The passage of air through the sheath could have been blocked due to the kinks, because of which no bubble formation was detected around the valve. The crosscut valve was then dissected from the sheath to observe for any damage which may have caused the leakage. There was damage in the form of a small cut noted towards the upper edge of the valve. Per the complaint description, an electrically powered injector system was used and the IFU warns against usage of such a system. The caution statement says: "do not use a power injector through the side tube and 3 way-stopcock." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the contrast from the acist injector was spraying out the back of the r2p destination slender valve. The physician was utilizing the r2p destination slender with the r2p 400cm 035 standard glidewire. The injector was hooked up to the valve on the back and was secure. The tech reinserted the dilator to make sure no veils were popped out inside the valve. Contrast continued to spray out on each injection unless physician covered the valve with his hand. The superficial femoral artery intervention was successful. The patient was reported to be in good and stable condition. Additional information was received on april 19, 2019. The procedure being performed was a superficial femoral artery intervention with atherectomy and balloon angioplasty. There was no blood loss from the back of sheath leaking, only contrast while injecting. In order to complete injections, the physician would place his hand over valve to try and block the spray.